Manufacturer narrative:
(B)(4). Concomitant medical products- nonaugmentable stemmed tibial component option size 6 catalog# 00598604702 lot# 61264011, palacos r 1x40 single catalog# 00111214001 lot# 68194202, palacos r 1x40 single catalog# 00111214001 lot# 68204212, femoral component option size f right compatible with lps-flex prolong catalog# 00596401652 lot# 61031203, articular surface use with lps/lps-flex 51 or 52 suffix femorals size ef 12 mm height catalog# 00596204012 lot# 61246133, all poly patella standard size 29 mm diameter 8.0 mm thickness for cemented use only catalog# 00597206629 lot# 61266724. Reported event was confirmed by review of x-rays provided. DHR was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that patient underwent knee surgery. Subsequently, patient underwent revision surgery due to tibia component loosening and pain.